Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable - the lens was removed/replaced during the same procedure. Section d6b - explant date: not applicable - the lens was removed/replaced during the same procedure. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery the intraocular lens (iol) came out of the shooter with a significant scratch on the optic. The issue was discovered after implantation. The lens was explanted and replaced with a stand-by iol. The patient who had pre-existing high myopia and astigmatism was satisfied with the outcome post iol implantation. The achieved visual acuity was 0.8 with current refraction of approximately -0.5 -0.25 cyl. According to the surgeon, the cause of the incident could not be ruled out as an operating error. The patient is doing well. No additional information was provided.